Event description:
An altitude alarm was reported, prompting insulin suspension. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions and clean the speaker holes, leading to the successful resumption of insulin delivery after the waiting period. Tips for preventing future altitude alarms were provided, and the customer acknowledged the advice.